Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch could not be used during a coronary procedure. The procedure was completed using the wired footswitch. Per the information collected, wi-fi connection from the wireless foot switch was lost, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after updating the software in the azurion system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wi-fi connection from the wireless foot switch was lost. The system was in clinical use. No user or patient harm has been reported.a philips field service engineer (fse) visited the site and found that the wi-fi connection was lost.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.